Event description:
It was reported that a screw driver blade broke during a sternal procedure and two shards fell into the patient¿s wound. Both shards retrieved and surgery was completed. This report is for one 2.4/3.0mm cruciform screwdriver blade with hex coupling. This report is 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. The investigation could not be completed; no conclusion could be drawn, as the complaint product was not returned for evaluation and no lot number was provided. Placeholder.